Manufacturer narrative:
The malfunction was duplicated and the bridge board was replaced to resolve the malfunction.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test and displayed a "bridge test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.